Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support stating the insulin cartridge was empty and requested guidance to replace only the cartridge on an ilet system while continuing to use the existing cd 23"-6 mm infusion set; the user reported not having insulin delivered for several hours and a blood glucose value of 303 mg/dl while using dexcom g7 sensors, and was counseled that a complete supply change is recommended but was walked through a cartridge-only change. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included technical troubleshooting and user guidance on cartridge replacement and supply management. Investigation of this case revealed no device malfunction reported and that hyperglycemia occurred in the context of interrupted insulin delivery and partial supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was user related issue due to running out of insulin.